Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, non-sustained rv oversensing episodes were observed. Patient was called in clinic for further assessment. Physician decided not to do any programming changes. Patient was stable and will continue to be monitored through follow-ups.